Event description:
It was reported that the right atrial (ra) lead exhibited elevated thresholds and undefined impedance. The ra lead also exhibited noise and migration with the lead "pulled out of original placement" causing inappropriate mode switches. The ra lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.